Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and itchy indentations on back. The patient also reported being bedridden and having constant pressure on the equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s hospital staff have made adjustments to their laying arrangements in bed to allow the area to heal. Follow up indicated that the skin irritation improved.